Event description:
It was reported that patient presented in emergency room after experiencing low heart rate. Upon interrogation, high capture threshold was noted on patient's right ventricular (rv) lead. It was found that the lead was dislodged on chest x-ray. During lead revision procedure, the rv lead helix was not able to extend. The lead was explanted and replaced. The patient was stable.